Event description:
A caller reported a cgm error 42, which was related to a g6 sensor. There was no adverse impact to the customer¿s blood glucose level. The customer received guidance from technical support on how to perform a pump reset, and successfully began a new sensor session following this assistance.